Event description:
Pt had a problem urinating. It usually took quite a while to empty their bladder. They were seen by the doctor and underwent microwave thermal therapy procedure. They initially had loose bowels and wore diapers but that cleared up. Later on their male organ had depressions in a few areas and pt could not have erections. These areas appear to have been burnt and later on healed with tissue damage. Pt is on antibiotics.